Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the hearing performance with the device was affected. The user was re-implanted on (B)(6) 2021.

Event description:
Reportedly, the hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected. The parents reported that the user was not able to hear anymore with the device for about 5 months, but they were not able to travel from (B)(6) to (B)(6) due to the pandemic and closed borders.